Manufacturer narrative:
A ge service rep performed an onsite investigation. The software hard disk was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not start up (no boot). There is no report of death or serious injury.